Manufacturer narrative:
Update to h6: investigation finding. Update to h6: investigation conclusion.

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the customer used a "cotton swab" and the "tip broke off" in the ear which had to be removed by a doctor. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the customer used a "cotton swab" and the "tip broke off" in the ear which had to be removed by a doctor.